Event description:
Initial report: this case was reported by a physician and received from our foreign affiliate. This report involves a female patient, who was administered sculptra (poly-l-lactic acid) (dosage not provided) in 2006, one month later and two months later. Relevant medical history and concomitant medication were not reported. On 06-jun-07, the physician was consulted and noticed that the patient presented with abscess in her face and neck with some of them in "gumma-node" (sic) stage (1.5 cm in diameter) and some in the quiescent stage. The same product was used in all the sessions. However, in the last session the physician who applied the sculptra used a different technique, a mesotherapy needle. After this last session, the patient presented with some nodules. The physician who applied sculptra was consulted and performed a bacteriologic test, which did not show bacteriologic growth. Due to this fact, the patient underwent infiltration, initially with distilled water and after with corticoids without result. The patient related to the reporter physician that she had several medical appointments and the reaction did not improve. The reporter complemented that the patient's clinical state is similar to infectious abscess, despite the fact that the first bacteriologic test has negative result. In 2007, there was collected material from suppuration lesion for fungus and bacteria analysis. The result is not available yet. The reporter physician noted the sculptra bottle could have been open for more than 2 months during the summer and been contaminated. He assessed the case as an important medical event. At the time of the report, the outcome was ongoing. Reporter's causality assessment: probable. Addendum for follow-up received on 22-jun-07: this patient reported that she underwent three sessions with sculptra in 2006, one month later and two months later. Since previous month, she has been presenting with painful nodules, inflammation and wounds. The patient provided her prescribing physician contact information. She also mentioned, that the physician has been in contact with our company to obtain information regarding corrective treatment. Addendum received on 13-jun-07: this follow-up information was received out of sequence. Our affiliate received this information on 13-jun-07 and forwarded it on 02-jul-07. On 13-jun-07, the physician who had administered sculptra forwarded the following information: therapy date was reported two months earlier, not four days later in the month as previously reported. Two months later, the patient presented with palpable and not visible nodules. A lymphatic drainage was performed. One month later, she noticed that the nodules were visible and water infiltration was performed in one nodule of 1 cm. The nodule where the infiltration was performed, had increased volume, became sensitive and fluctuant. This nodule was suppurated and decreased its volume to 0.5 cm, as it was before the water infiltration. Nine days later, theracort (triamcinolone acetonide) was administered in the nodule. Seven days following, theracort was administered to the same nodule and four other nodules. All the nodules, except the one which had already been suppurated, became inflamed. The material was collected to be analyzed by a culture test, which showed no germ growth. Other lab tests were performed nos, with normal results. Topical therapy with antibiotics bactobran (mupirocin) and azithromycin orally for five days was started. There was no improvement of the reactions. The patient was then administered cefadroxil for ten days and the inflammatory process decreased and the first nodule volume decreased to 30%. The physician states, that sculptra was diluted in 2 ml of lidocaine and 4 ml of distillated water. The reporter's causal assessment to sculptra is indicated as highly probable. Addendum for follow-up received 06-jul-07: the following information was reported by the physician who did the sculptra application. The physician denied that the patient presented with wound. The physician clarified that after suppuration of the nodules, they became red and with an aspect of inflammatory process. The physician reported the patient continues presenting with the reactions and said that the result of the last culture performed was negative. The physician confirmed that there were not any concomitant medications and the patient did not have any relevant medical history. However, the patient is always unhappy. The treatment date of sculptra previously reported as of 2007 had been changed to four days later in 2007. The onset date of the events previously reported two months later is now reported as an unknown date in the two months following. Date : unknown, laboratory test: bacteriologic test, results: negative. Date: in 2007, laboratory test: bacteriologic and fungus analysis, results: negative. Date: unknown, laboratory test: blood test, results: unknown.

Manufacturer narrative:
Initial report: this case involves a female who received sculptra (poly-l-lactic acid) in 2006, one month later and two months later. Three months later, the patient presented with abscesses in her face and neck with some of them in "gumma-node" (sic) stage (1.5 cm in diameter) and some in quiescent stage. The same product was used in all sessions. A bacteriologic test did not show bacteriologic growth. The patient underwent infiltration without results. Physician states, that the patient's clinical state is similar to infectious abscess, despite the fact that the first bacteriologic test has negative result. Nine days later, there was collected material from suppuration lesion for fungus and bacteria analysis. The physician noted, the sculptra bottle could have been open for more than 2 months during the summer and been contaminated. He assessed the case as an important medical event. Reporter's causality assessment: probable. Addendum 13-jun-07: this follow-up information was received out of sequence. Our affiliate received this information on 13-jun-07 and forwarded it on 2-jul-07. Four months earlier, patient presented with palpable nodules. Lymphatic drainage was done. One month later, the nodules were visible and water infiltration was performed in one nodule of 1 cm. This nodule had increased volume, became sensitive and fluctuant. It was suppurated and decreased its volume to 0.5 cm. Nine days later, triamcinolone acetonide was given. Seven days later, theracort was given to the same nodule and four others. All except the one which had already been suppurated, became inflamed. Cultures showed no germ growth. Mupirocin and azithromycin was given with no improvement. Cefadroxil was given and the inflammatory process decreased with the first nodule volume decreasing to 30%. Addendum 6-jul-07: the physician denied that the patient presented with wound. After suppuration of the nodules, they became red and with an aspect of inflammatory process. Result of the last culture was negative.